Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that ultima activator ii reusable drive mech had corrosion on surface. Photos provided by complainant show the device with discoloration on the surface that appears to be corrosion.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h11. Corrected section: h11 - the device was returned to the factory for evaluation on 09/09/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. Corrosion, which is indicated by the rust colored specks were observed on all parts except handle. An investigation was conducted on 04/24/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Corrosion, which is indicated by the rust colored specks were observed on all parts except handle. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation , the reported failure "corrosion" is not confirmed.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. Corrected section: d9, h3. The device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Corrosion, which is indicated by the rust colored specks were observed on all parts except handle. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "corrosion" is not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. No DHR, shop floor paperwork is available as there is no batch# or production order #.

Event description:
N/a.

Manufacturer narrative:
Updated sections: g3, g6, h2. Corrected sections: h6 investigation findings: corrected from 213 to 140, h6 investigation conclusions: corrected from 67 to 61. Corrected investigation results: the device was returned to the factory for evaluation on 09/09/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. Corrosion, which is indicated by the rust colored specks were observed on all parts except handle. An investigation was conducted on 04/24/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Discoloration was observed on all parts except handle. No other visual defects were observed. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation , the reported failure "corrosion" is confirmed. The most probable root cause was determined to be expected wear and tear as the warranty for the ua-5001 is one year, and this complaint serial #(B)(6), was manufactured in 2019. The IFU talks about cosmetic blemishes which can be caused by automated washer cleaning, which do not affect the performance of the product.

Event description:
N/a